Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the lens was damaged completely upon insertion. The lens was removed during the initial procedure. As per technician, lens was loaded correctly and the issue was related to the cartridge or the surgical instrumentation. Additional information received stating that, iol was folded into the injector and upon insertion, the lens was torn by the cartridge/injector device. The leading haptic was in the eye and 1/3 of the iol. The trailing haptic had been severed near the bulb, and this portion was inside the eye. Immediately, viscoelastic was injected above and below the lens in the anterior chamber, and the intact bag was additionally inflated. Most of the external portions of the lens were trimmed. There was no patient harm.

Manufacturer narrative:
Correction information was provided in h.11.- "the product was not returned." Statement missed to add on initial MDR submitted. Additional information was provided in h.3. And h.11. The product was not returned. A root cause cannot be determined without physical evaluation of the sample. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The handpiece IFU instructs: important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.